Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. This does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with a different model was placed. No additional adverse patient effects were reported. Additional information received indicates that the physician elected to replace existing rv apical lead with new lbb pacing lead. Lead was functioning within normal limits and no adverse effects noted. Lead was retained by customer and will not be returned.